Event description:
It was reported patient's right lead had high impedances and patient lost effective therapy as a result. To address the issue, patient underwent surgical intervention on (B)(6) 2025 wherein the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.